Event description:
The patient presented to emergency service with no heart rate. The patient was being paced with an external defibrillator and passed away due to the event. The healthcare provider suspected premature battery depletion. However, technical support reviewed the records and did not observe a battery anomaly in the records.

Manufacturer narrative:
The provided session record was reviewed by technical services and it was observed that the pacemaker was performing per design. The battery trend of the device appeared normal. In a high ventricular rate episode, it was suspected that there was lead damage as ventricular pacing was inhibited by noise signals.